Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient present in the emergency room after receiving multiple shocks. Device interrogation revealed inappropriate atp and shocks due to svt falling into the vf zone. Possible hv lead issue alert was received. The episodes showed shocks delivered in the rv-svc and to can configuration and out of range low lead impedance that some were aborted. Lead insulation problem was suspected. Investigating and monitoring the lead was suggested. Programming changes were made. The patient will be treated for af. Further actions will be discussed with the physician. The patient was stable.